Manufacturer narrative:
A ge service rep performed an onsite investigation. Mainframe pcb assembly connections and connectors evaluated, cleaned and reseated. The ps2 was replaced and calibrated to the optimal operating voltage. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported the fluoroscopic image was unable to be reviewed. No pt death or serious injury was reported related to this event.